Event description:
As reported by the company rep: screw has broken whilst in surgery. "Further information from surgeon: dms, 6 hole, head shredder off screw during insertion." Distal screw fragment remains in patient.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
Correction: please refer to sections d2a and h6 component code. Upon product return, it appears that the event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Therefore, it is subject to reportability under MDR. The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The received screw was visually inspected in which only the proximal end of the screw was received distal end was left inside the patient. After the microscopic inspection of the breakage surface, we can see that the surface indicates a ductile fracture as we can see plastic deformation at the end which results in the application of excess axial force which leads to plastic deformation and then to the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation root cause can be attributed to user-related as the device shows signs of application of excessive force causing deformation and leading to breakage. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported by the company rep: screw has broken whilst in surgery. " further information from surgeon: dms, 6 hole, head shredder off screw during insertion." Distal screw fragment remains in patient.